Event description:
Customer reports "during the introduction of the guidewire, the wire curls and bends (kink) inside the artery." The device was removed and replaced requiring a new puncture. No patient injury or complication.

Manufacturer narrative:
(B)(4). The customer returned an arterial spring wire guide (swg) and lidstock for analysis. No definite signs of use were observed. Visual analysis revealed that the returned guide wire was kinked throughout. There were offset coils near the distal end of the guidewire body. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were spherical and intact. The kinks in the guide wire measured 25mm, 270mm, 420mm and 580mm from the proximal weld. The guide wire total length measured 604mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .619mm which is within the specification limits of .610mm-.635mm per the guide wire graphic. The IFU provided with this kit states: "insert tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The returned guide wire passed through a lab inventory 18 ga introducer needle. Little to no resistance was observed. A manual tug test confirmed the proximal and distal welds were attached. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide". The complaint of a kinked spring wire guide was confirmed through complaint investigation. Visual analysis revealed that the spring wire guide was kinked. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the observed damage and the customer report, user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reports "during the introduction of the guidewire, the wire curls and bends (kink) inside the artery." The device was removed and replaced requiring a new puncture. No patient injury or complication.